Event description:
The customer's father reported his son's blood glucose and insulin history is as follows. The pod was then removed. He noticed the cannula was bent and the pink slide insert was not in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or the failure of the needle mechanism fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.